Event description:
The reporter (patient's mother) contacted animas on (B)(6) 2013 alleging the date/time on the pump is incorrect with each battery change and stated this had been happening since (B)(6) 2012 when, at that time, the patient's healthcare provider (hcp) noted the am/pm setting was incorrect. The reporter stated that the patient had been having extreme high and low blood glucose measurements since (B)(6) 2012 due to the am/pm not being set correctly. The reporter stated that the time and date needed to be reset each time the battery was replaced. The reporter stated the patient's bg had gone to 400 mg/dl and was positive for ketones at that time. At the time of the call, the patient's bg was reported to be 258 mg/dl and the patient was reportedly removed from insulin pump therapy by the hcp "until ketones come down". The reporter confirmed that the time and date on the pump were set correctly at the time of the call to animas. The reporter confirmed they are working with the hcp to regulate the patient's bg and ketones. This complaint is being reported because the patient experienced erratic bg with ketones as a result of improper technique by using an insulin pump with a known timekeeping issue for several months.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (b)(40 2013 with the following findings: a review of the black box shows a manual date change from (B)(6) 2014 at 5:10pm to (B)(6) 2013 at 5:10pm. There was no evidence of the time and date resetting to default observed in the black box. A review of the total daily dose history shows two records of (B)(6) 2013; the total daily dose adds up correctly otherwise and reveals the user's programmed rates. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed a dim display screen. A test display was inserted and the contrast returned to normal. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.